Manufacturer narrative:
Citation: ferrari e et al. The hospital results and 1-year outcomes of transcatheter aortic valve-in-valve procedures and transcatheter aortic valve implantations in the native valves: the results from the swiss-tavi registry. Eur j cardiothorac surg. 2019 jul 1;56(1):55-63. Doi: 10.1093/ejcts/ezy471. Advance access publication 27 january 2019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the 30-day and 1-year outcomes in patients who underwent standard transcatheter aortic valve implantation (tavi) or transcatheter aortic valve-in-valve implantation in a degenerated surgical aortic valve (tav-in-sav). All data were retrospectively collected from 15 centers between february 2011 and december 2016. The study population included 4,756 patients and was predominantly male with a mean age of 80 years. Of those, 17 were previously implanted with medtronic surgical aortic valves: hancock (1), hancock ii (1), 3f (1), 3f enable (1), freestyle (2), mosaic/mosaic ultra (9), and unidentified medtronic valve (2). A combined total of 1,596 medtronic transcatheter aortic valves were implanted (standard tavi and tav-in-sav): corevalve (925), evolut r (669), and engager (2). No serial numbers were provided. Among all patients, 579 deaths occurred within 1-year after standard tavi or tav-in-sav implantation. It was reported that 399 of those deaths were due to cardiovascular causes. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all surgical aortic valve patients, adverse events included: tav-in-sav implantation due to stenosis or regurgitation. It was noted that the tav-in-sav procedure was performed at a mean 9.2 years after surgical valve implantation. Based on the available information, medtronic product was directly associated with the adverse events. Among transcatheter aortic valve patients, adverse events included: new permanent pacemaker implantation due to conduction abnormalities, cerebrovascular accident (disabling stroke, non-disabling stroke, or transient ischemic attack), myocardial infarction (peri-procedural or spontaneous), mild-moderate-severe aortic regurgitation/paravalvular leak, life-threatening or major bleeding, and major/minor vascular access-related complications (no interventions were reported). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.